Event description:
It was reported that the device had tripped eri (elective replacement indicator) in april and it is only losing capturing when telemetry is established. It was noted that the battery voltage was 2.1 so telemetry was causing a current drain and loss of capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).